Event description:
It was reported the programmer head connection only works if pressed down from above at insertion site. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan was noisy and the tab on the power cord bay door was bent. (B)(4).